Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube shelf pack was missing a label, and 2 shelf packs had a torn package. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: material #: 367856; lot/batch #: 3318801. Bd had not received samples, but 7 photos were provided for investigation. The photos were reviewed and the indicated failure mode for missing shelf pack label and torn shelf pack was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing shelf pack label and torn shelf pack. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers: g5. PMA / 510(k)#: k213670, k231373. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube shelf pack was missing a label, and 2 shelf packs had a torn package. There was no report of patient impact.